Event description:
Patient self tester reported discrepant test results. Discrepant result reported 7/20. Inratio=4.9, lab-2.2. Therapeutic range 2.5-3.5. Time between testing was an hour.

Manufacturer narrative:
Investigation pending.